Event description:
The customer reports back to back results of 270 mg/dl on his meter compared to a laboratory value of 89 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.